Event description:
It was reported that the pump exhibited a cassette sensor error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the latch lock not locking. The dso seal and flex circuit sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.